Event description:
Information received from the field notes that the patient developed a fever and chills and was found to have blood cultures positive for staph. Aureus. The patient's clinicalstatus was addressed as sinus node dysfunction with pacemaker dependent and had an escape rate of 45 bpm. "Ero-sion or infection" was reported as the cause for the proce- dure.~~~~